Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st related complaint for difficult/unable to operate and for clog on the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with these types of events for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (24) opened 32gx4mm bd pen needles from lot# 0280230. The consumer reported that the insulin does not bubble out of it and also during injecting it clogs. All 24 returned pen needles were examined and it was observed that 17 pen needles exhibited a bent non-patient end (npe) cannula and 7 pen needles exhibited a broken npe cannula. No evidence of manufacturing defect was observed. None of the returned samples could be tested for flow to determine if a clog was present due to the damage to the npe cannulas. The bent and broken npe cannulas would be the cause for no flow through the pen needles and difficulties operating the devices. Since all 24 samples were returned after use the probable cause of the bent and broken npe cannulas can be traced to the user. The investigation concluded: confirmed - bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that when placing the needle on the pen the insulin does not bubble out of it and also during injecting it clogs. Date of event : unknown. Samples status : awaiting sample.